Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade IV, rupture, and late seroma. Visual analysis of the returned device identified the device to be underweight, brown particles, crease flat, wear abrasion and an opening. A microscopic analysis was performed which found three openings(striated) on the anterior side consistent in the use of some surgical tool. Based on the device analysis the final assessment is three striated openings on anterior side due to surgical damage. The events of capsular contracture baker grade IV and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right side is sore ". Healthcare professional later confirmed the events of " severe capsular contracture" bakers grade IV and rupture. Healthcare professional also reported "patient's concern with the product" and "seroma formation". Device was explanted. This record is for the right side.